Manufacturer narrative:
Initial.

Event description:
It was reported that a charger would not power on, as indicated by the green light not illuminating despite attempts with multiple outlets, and a replacement was arranged. Symptoms included no physiological effects. Outcomes included no impact on health or hospitalization. Investigation of this case revealed a nonfunctioning charger consistent with a device component malfunction affecting the charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.